Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the device. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was treated by paramedics twice at home and was hospitalized for hypoglycemia from (B)(6) 2019 to (B)(6) 2019 due to possible over delivery of insulin. It was reported that the customer woke up with 0.8 mmol/l on friday and had low blood glucose levels of 1.1 mmol/l on saturday (B)(6) 2019. It was reported that both times the customer was not responsive. It was reported that the customer was treated with glycogen and multiple doses. It was reported that the customer had current blood glucose levels of 9.9 mmol/l. It was reported that the insulin pump did not stop delivering the insulin. It was reported that the suspend on low feature was not working on the insulin pump. It was reported that the insulin pump was not giving any alarms. It was reported that the customer had low blood glucose levels of 3.2 mmol/l to 3.9 mmol/l. It was reported that the customer had changed the infusion set three times on friday. Troubleshooting was performed during the call. The customer was advised to disconnect from the infusion set and remove reservoir from the insulin pump. It was reported that the reservoir was showing the same amount of insulin as shown on the status screen. It was reported that the programming was accurate. The customer was advised to return the insulin pump. Product is expected to return for analysis.